Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer remove the 30-degree endoscope plus, press the instrument clutch button at the top of the instrument arm, and reinstall the endoscope, which resolved the reported problem. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h4 is blank because the date of manufacture is currently not available for this product.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the 30-degree endoscope plus image was inverted. The customer confirmed the image was upside down. Tse explained that this can happen if the endoscope was at too much of a perpendicular angle to the floor and there was no horizon line. The procedure was completing as planned with no reported injury.